Manufacturer narrative:
A field action assessment was not initiated because the failure did not result in patient harm, and was detected and mitigated during routine use. This complaint did result in an MDR. However, the risk remains medium per fmea 122006 rev aq, and no new hazards were identified. The issue will continue to be monitored through complaint trending and risk management processes.

Event description:
The report states there was a sensor that goes bad where the mps disposable is seated and locked in. An error message popped up on screen at this point.